Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The paddle of the returned lead has been modified by trimming. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. (See MFR# 1627487-2010-01499 for device #1). On (B)(6)2009, the pt was implanted with an scs system. The pt experienced intermittent stimulation and uncomfortable stimulation. The ipg and lead were explanted on (B)(6)2010 and replaced.